Manufacturer narrative:
Exemption-e2013032 total number of events summarized - 805. Ams bio arc pre-connected collagen dermal - 14. Ams bio arc sling system - 13. Ams monarc c-sling system - 5. Ams monarc sling system - 434. Ams monarc+ subfascial hammock - 21. Ams sparc sling system - 246. Unknown sling system - 72 - attachment: [procodewise summary report - otn-february 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. No further complications have been reported in relation to this event.